Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that due to lag screw cut out that caused pain, patient was revised to total hip.